Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to surgery, the operating room team interface (orti) displayed a medium-priority error message that could not be dismissed. Additionally, the text on the external monitor was very large and there were green dots at the top of the display. The system was restarted, but that did not solve the issue. The start up specialist pressed the emergency power off (epo) button without waiting for advice. The issue was resolved after the system was restarted for a second time. The display issues were most likely caused by the dvi cable splitter that was used to mirror the orti display to the external monitor. There was no patient involvement.